Manufacturer narrative:
The evaluation of the submitted system controller log file confirmed the reported total loss of power to the system controller resulting in a pump stoppage. Following this event, the patient remained ongoing on vad-52043 with no further events reported until the device was exchanged on (B)(6) 2017 due to percutaneous lead wire damage. The explanted pump was returned and evaluated under medwatch MFR. Report # 2916596-2017-00291. Submitted system controller log file captured low speed advisory/hazard and low flow hazard alarms with pump speed, power, and estimated flow values recorded at 0. This line of data showed that a time stamp reset to 0 days, 0 hours, and 0 minutes occurred, indicating a complete loss of power to the system controller. Following the pump stoppage and restoration of power to the system, the pump immediately ramped back up to the fixed speed with baseline parameters and no further atypical alarms were captured. The evaluation could not determine how long the system was without power. Information provided by the customer indicated that the patient was switching out his batteries at the time of the alarm and the account suspected that the patient accidentally disconnected both power cables simultaneously. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 4 years 9 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2012. It was reported that the patient presented to the emergency department after the epc system controller produced an unspecified alarm and the patient felt lightheaded. At the time of the alarm the patient was exchanging depleted batteries. The patient reported not disconnecting both batteries at the same time. Log file analysis revealed an event associated with both power sources becoming disconnected and pump stoppage occurred. It was reported that the patient¿s only symptom was lightheadedness, and that this resolved. Unspecified equipment was exchanged and it was reported that no equipment would be returned for evaluation. On (B)(6) 2017, it was reported that the patient had not had any issues since the event. No additional information was reported.